Event description:
It was reported that the patient was admitted to hospital for atrial fibrillation (af) with slow ventricular response. The implantable pulse generator (ipg) was unable to be interrogated, the patient's rhythm is af in the 40s, and no pacing spikes nor magnet response was noted. The device was explanted and replaced no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.